Event description:
Medical spa is selling tons of fake fillers from black market. Three of us got serious bad reactions and still dealing with it. These nurses keep doing it to more and more people just to collect money. They need to be investigated. (B)(6). Reference reports: mw5152232, mw5152234.